Event description:
It was reported that during an a-fib procedure when the patient was undergoing an af/pv isolation, left sided tachycardia originating from the septum was identified. Mapping on the left and ablation at earlier site on the septum was unsuccessful. Therefore mapping on the right and ablated on the septum, away from the his region was being performed when the patient experienced av block. Patient left the procedure room in stable condition. Patient had a history of chronotropic incompetence. Patient's condition improved and was in normal sinus rhythm the following morning. A decision of placing dual chamber permanent pace maker due to chronotropic incompetence was made. Patient's prognosis was excellent. The event was stated to be procedure related.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system: model #: m-4800-01, (B)(4). Cool flow irrigation pump: model #: m-5491-02, (B)(4). Stockert rf generator: model #:m-5463-01, (B)(4). Navistar rmt thermocool catheter (the product was disposed/ not returned for investigation): model #: d-1266-01-s, lot #.: unknown. C3 nav variable lasso catheter (the product was disposed/ not returned for investigation): model #: d-1290-02-s, lot #.: unknown. It was confirmed that bwi equipment did not cause for this adverse event. Therefore do not need repair/ replacement. (B)(4).